Manufacturer narrative:
Internal insulation abrasions were noted at 7.8-9.1cm, 9.5-11.0cm, 30.7-32.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 25.4-25.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 23.8-24.6cm from the distal tip. The sensing conductor etfe was abraded at this location. This is consistent with the observation from the field of noise, capture anomaly, and oversensing.

Event description:
It was reported that noise and loss of capture were observed on the rv lead. Noise was not reproducible with isometrics. Patient was asymptomatic. Lead was explanted and replaced. No further information.